Manufacturer narrative:
Investigation found that the workstation had intermittent loss of communication with the pump, which caused the issue with the pump speed. The root cause could not be assessed further.

Event description:
User reported an unexpected pump speed increase to 6000 rpm. The user reported that the issue "fixed itself" a minute after. We consider unexpected pump increase a reportable malfunction.